Event description:
The facility representative reported a colleague infusion pump where the channel select button does not respond on any of the channels. The reported failure code occurred during bio-med testing. There was no patient injury or medical intervention reported. There is no additional information available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.